Manufacturer narrative:
(B)(4). The covidien customer support engineer inspected the device and the alleged malfunction could not be duplicated. The ventilator passed the extended self-test, the short self-test, and electrical safety test.

Event description:
It was reported that a patient was increasingly becoming short of breath after a change in ventilator settings. The patient was removed and placed on another ventilator. There was no report of serious injury or death as a result of this event.